Manufacturer narrative:
Concomitant: product ID 3888-33, lot# v778280, implanted: 2011-(B)(6), product type lead. Product ID 3888-33, lot# v736978, implanted: 2011-(B)(6), product type lead. Product ID 3888-33, lot# v736978, implanted: 2011-(B)(6), product type lead. Product ID 3888-33, lot# v778280, implanted: 2011-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received confirmed that the patient received assistance from their doctor and the manufacturer¿s representative and had no concerns with their device therapy. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient went to the emergency room (ER) on sunday prior and they did not know if they could do a CT scan of the area where the implantable neurostimulator (ins) was. The patient went to the ER because she had problems with her lower back, where the ins was. They wanted to do a CT scan to see if the disks were where they were supposed to be. The problems started on (B)(6) 2015. The patient started feeling pain in l4 and l5. The pain was approximately 1-2 inches away from the ins battery and an inch away from ¿microchips¿. The pain progressively got worse and the patient could barely walk. The stimulator was not helping with the pain. The stimulation was up as high as it would go and the patient could barely feel stimulation. The patient usually had it on at night in bed. It was puffy in one area, it was hurting, and it was hitting her sciatica nerve. The patient had an appointment the thursday after. The patient was supposed to meet the manufacturer representative (rep) the day prior for a reprogramming as well as meet with a healthcare provider (hcp). The patient was unable to meet with the hcp because the hcp was out sick and the patient declined to meet with the rep. The patient was scheduled to meet with the hcp and rep that thursday. The patient met with the rep and after reprogramming the patient was getting pain relief. The patient was having good therapy at the time of the report.